Manufacturer narrative:
As a result of the product investigation, expansion and rupture were observed in the distal shaft near the balloon. Damage such as scratches and tears were also observed on the balloon, which were considered to have occurred during the attempt to resolve the deflation failure. No abnormalities were found in the manufacturing records. Based on the fact that initial inflation and deflation were performed normally, resistance was encountered during withdrawal at rewrapping, and expansion of the distal shaft was observed, it was considered that excessive tensile force was applied to the distal shaft during rewrapping. This likely caused elongation of the shaft, and the elongated portion subsequently expanded under pressure and resulted in rupture. In addition, it was considered that damage to the distal shaft prevented successful deflation of the balloon. The instructions for use (IFU) include general usage instructions, warnings and precautions related to the device, and information intended to inform users of potential complications and similar events that may occur. This report does not constitute an admission that the product is defective.

Event description:
A balloon deflation failure was reported during the procedure. The balloon was used to treat a 90% stenotic, highly calcified lesion in the left anterior descending artery (segment 7). During the initial dilation, lesion expansion was inadequate; therefore, ivl was used, after which the same balloon was reused. Prior to reuse, the balloon was rewrapped; however, strong resistance was encountered when withdrawing it from the rewrapping device. The balloon was then advanced to the lesion and inflated. During inflation, the catheter was damaged and could no longer be inflated. When deflation was attempted, the balloon could not be deflated. Even after replacing the inflation device, the balloon remained unable to deflate. Therefore, the tip of a straight-type guiding catheter was sharpened and used to puncture the balloon, allowing successful removal. No patient complications were reported.